Manufacturer narrative:
(B)(4) the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history record indicating that the product was released meeting finished product specifications.

Event description:
Customer reported bravo ph capsule failed to attach stating that there was difficulty pushing the plunger down. There was no harm to the patient or user.